Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range pacing impedances measuring less than 200 ohms on the non-boston scientific left ventricular (lv) lead. As a result, the device emitted beeping tones. Technical services discussed programming options and to have the patient come into the clinic to turn off the beeping. At this time, the device and non-boston scientific lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range pacing impedances measuring less than 200 ohms on the non-boston scientific left ventricular (lv) lead. As a result, the device emitted beeping tones. Technical services discussed programming options and to have the patient come into the clinic to turn off the beeping. At this time, the device and non-boston scientific lv lead remains in service. No adverse patient effects were reported.